Manufacturer narrative:
Concomtiant medical products: product ID: 388928, lot# 0209098489, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via manufacturer representative, reported the patient presented with an infection at the connection between the electrode and temporary extension. There was no discharge or fever. The patient was hospitalized for the day on (B)(6) 2015, as they were going to implant the patient's definitive neurostimulator but the infection was discovered so they decided to explant the electrode and temporary extention after suspect bacteriological sample ((B)(6)). The patient also received antibiotics and antalgic treatment. The event resolved. The investigator assessed the event as not serious and related to the procedure. Relevant medical history includes idiopathic functional urinary incontinence since 2012. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported the sponsor assessed this event as serious and device related. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# 0209098489, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was serious. It was reported to be related to the procedure and the extension. No further complications were reported/anticipated.